Event description:
A reservoir was used following fenestration surgery in 08/2005. The pt was subsequenlty discharged two weeks post-op. Approx one month post op the pt presented with a backache and fever. The pt was hospitalized and intravenous antibiotic therapy initiated. The pt is still in the hosp.